Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had severe infections. It was also found the customer was hospitalized with a heart attack. The details of the hospitalization and infections were not provided at the time of the call. Customer's blood glucose was 149 mg/dl. Customer was also assisted with rewinding and priming the insulin pump. The customer declined to return the insulin pump for analysis.